Event description:
Per the clinical report, results of an integrity test done in 2008, were consistent with normal receiver/ stimulator function with multiple open-circuit electrodes. Explanation/reimplantation surgery is planned for 2008.

Manufacturer narrative:
This report filed septemer 25, 2008.